Manufacturer narrative:
(B)(4). The reported condition was confirmed and duplicated. The assignable cause was depleted main batteries. The main batteries have been replaced. A follow-up medwatch report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). A service history review revealed that this device was previously serviced for the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. The root cause investigation is in progress through (B)(4).

Event description:
The facility representative contacted baxter to report a colleague infusion pump in which the device had a damaged battery. There was no adverse event, patient injury or medical intervention associated with this report. During baxter's review of the event history, it was discovered that a battery depleted set alarm occurred during infusion, which caused an interruption during delivery. There is no further complaint information available. The user interface module master software version is 6.13.92, categorized as remediated.